Manufacturer narrative:
(B)(4). Batch r5a39a. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with no reload loaded on the device. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. Four photos were also provided for review. The pictures show an open jaws of a device with no reload loaded. The knife slot can be seen damaged. Based on the photos reviewed the event describe is confirmed, however no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a wedge resection on a superior pulmonary lobe, the surgeon had some problem closing the jaws of the echelon powered 60mm on the pulmonary parenchyma, when he finally succeeded and let the knife start, the stapler stopped during the firing. He used the reverse button to let the knife come back and when he opened the stapler he saw a quite big hump in the middle of the anvil of the stapler. He used another instrument to finish the operation. Surgery was delayed 10 minutes. No patient consequence.